Event description:
Country of complaint: (B)(6). Complaint description: needle detached/loosen.

Manufacturer narrative:
Us reporting agent notified:(B)(4) 2014. Complaint description: thread needle attachment is loose, without any power. Samples received: 5 unopened race-packs. Analysis and results: there are no previous complaints of this code/batch. There are 1,080 units in OEM stock. OEM tested the needle attachment of the samples received and the results conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified).